Manufacturer narrative:
An internal tear was observed on the soft cannula and fluid was observed leaving the tear. The internal tear can be confirmed as the cause of the failure to deliver insulin and the cause of the corrosion inside the device. Due to the corrosion, the device was unable to be downloaded. All three batteries were measured to have insufficient voltage. An external power supply was used in multiple attempts to download the device data, but was unsuccessful. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 258 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, the patient changed out the pod and gave correction bolus of 11 units of insulin.